Manufacturer narrative:
The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the navigation ring was not working when performing performance verification testing.the biomed requested to replace the navigation ring. The field service engineer replaced the front bezel to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The removed user interface (ui) front bezel assembly was returned for failure investigation(fi). Visual inspection of the ui front bezel assembly revealed no evidence of damage or contamination. The fi technician installed ui front bezel assembly with the new nav-ring production process in the fi test interlink electronics rotary membrane potentiometer pre-load tester to verify and test its functionality. All testing passed. The returned ui front bezel assembly (check mark) was tested with no functional failures identified.

Event description:
It was reported to philips that the device's navigation ring was not responding. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.